Event description:
Implant came out and the patient brought it in. Bone loss also reported. Non-integration.

Event description:
Implant came out and the patient brought it in. Bone loss also reported. Non-integration.